Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption was increasing abnormally, device replacement was recommended. The pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption was increasing abnormally, device replacement was recommended. The pacemaker remains in service and no adverse patient effects were reported. Additional information provided from the field indicated the pacemaker later declared safety mode. Surgical intervention was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.